Manufacturer narrative:
Product ID 3093-33, lot# v010682, implanted: 2006 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2006 (B)(6);product type programmer, patient product ID 3093-33, lot# v010682, implanted: 2006 (B)(6); product type lead. (B)(6).

Event description:
Additional information received noted that there was a 50 % or greater symptom reduction. The event cause was not determined; it was unknown if it was device related. Reprogramming was needed. They reprogrammed using functioning leads; c and 0, c and 3, 0 and 3 were the only leads working. Date was noted as (B)(6) 2014. No interventions were taken. Last programming telemetry noted: impedance > 4000 on c and 1, c and 2, 0 and 1, 0 and 2, 1 and 2, 1 and 3 and 2 and 3. The patient was recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after the patient had her implantable neurostimulator (ins) put in, in (B)(6) 2012, she felt she had to go to the bathroom when she walked for a long time around the store or around the block etc. She did not notice it when walking around the house or when she sits, but when walking any lengthy time, she felt like the urine would be right there 'at the end of the pee tube'. But the patient might be able to go or sometimes the patient might not be able to go. Sometimes she cannot even go no matter how long she sits there. She then went to hcp (healthcare provider) and they put her on medication. The patient did not remember how long she was on medication. Then she quit taking medication. About a month later, the above described symptom started again. The patient did not remember when it started and the time span. It had been since the new ins was put in. The patient has a panic when trying to make it to the bathroom but a lot of times she does not go. She usually tries to go to the bathroom first when she gets to the store and by the time she walk to the end of the store she feels she has to go again. The patient went to (B)(6) on saturday and by 11:30 am she could not even go to the bathroom anymore. At 7:30 pm she went back home and stopped trying to go to the bathroom on the way home. She did not remember how many times she stopped and tried and could not go. She was able to go 2 different times a little bit. The patient ended up going to ER and they cathed her and sent the patient home with the catheter. The patient was cathing from saturday until yesterday. Yesterday, the patient went to see her hcp. The hcp used 8840 and determined that 7 out of 10 leads did not work. It was reviewed with the patient that the lead has 4 contacts and there are 10 different electrode testing combinations. The patient denied having any falls or trauma or being involved in excessive physical activities. The patient has fibromyalgia and is not involved in any excessive physical movements. The patient did get an exercise bike but the problem started before she got the bike and she walks faster than she rides the bike. Yesterday, the hcp did some adjustment so that the patient could actually feel stim. Normally, she does not feel stim, only felt it when hcp was 'messing with it'. The hcp instructed the patient to increase stim as needed. The hcp had the patient in program 1 at 1.0 v. The patient increased stim this morning to 1.1 v because this morning she felt she was not emptying her bladder right and she could not feel stim anymore. Later on today, she is going to go on her treadmill and walk to see how long she can go before she has to run to the bathroom. The patient never tried other programs. The patient was concerned that if a different program does not work and she wants to go back to program 1, it might take a while before program 1 will work and she can empty her bladder. The hcp wants her back for a follow up appointment in july. The patient noted she only called to get a better explanation and understanding of what it means '7 out of 10 leads do not work'. The patient also mentioned when they put the new ins in (B)(6) 2012, she started having pain in her leg right away. The hcp adjusted her setting and the pain went away. Issue was resolved. If additional information is received, a follow up report will be sent.